Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was unknown. Candy was consumed to treat the low bg. Reportedly, the customer changed the cartridge and infusion set and resumed insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 46 mg/dl was recorded by continuous glucose monitor data on (B)(6) 2018. All boluses delivered by the user on (B)(6) 2018 were manually requested by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. User made bolus requests while still having insulin on board (iob) and without entering current bg level. The user set several temporary basal rates of 0% on (B)(6) 2018. It is possible the user over corrected. It is possible the user¿s personal profile settings need adjustment. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.